Event description:
A field engineer was taking a cover off of the magnet when the cover bound and would not move. The fe continued to try and remove the cover when the cover suddenly freed itself. The cover then contacted the fe in the forehead causing a cut to the fe's forehead. The fe went for medical treatment for the cut.